Event description:
It was reported that the ventilator failed o2 sensor test and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The reported issue with failing pre-use check tests has been confirmed during evaluation of the received problem description and service report. Our field service engineer (fse) was on-site to investigate the reported issue further. The reported failure in pressure transducer test could not been duplicated. The ventilator passed several pre-use checks as well as functional and safety tests and returned clinical use. Since the issue could not been duplicated, root cause of the reported problem could not be determined.